Event description:
It was reported that externalized conductors were noted via cine during a routine follow up. The lead was explanted and replaced.

Manufacturer narrative:
A partial lead was returned in two pieces. External insulation abrasion was found between 28.7cm to 29.5cm from the distal tip, consistent with lead friction to another device. The etfe coating was intact at the same location .

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.